Manufacturer narrative:
The transducer was replaced to address the customer¿s immediate concerns. A thorough investigation was performed to determine the cause of the reported problem. The reported problem could not be reproduced or confirmed. The transducer functioned as expected and passed the electrical leakage and hipot tests. The system has returned to service with no similar issues reported.

Event description:
A customer reported their x8-2t transducer failed the electrical leakage test. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was found outside of patient use, and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.